Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to high blood glucose and ketones. The reported blood glucose reading was 228 mg/dl. Troubleshooting was performed and the customer stated that she uses leftover insulin from the previous reservoir. The customer was advised not to use leftover insulin when filling a new reservoir. It was found that the customer did not have any basal rates set on the insulin pump. The customer was advised to consult her doctor for her basal rates. It was found that the customer ignores alarms on the insulin pump, and was therefore, advised to never ignore any alarms. The customer was then advised to discontinue using the insulin pump until the basal rates can be attained. The customer called back after speaking with her doctor and the basal rates were programmed into the insulin pump.